Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low readings from the adc freestyle libre sensor. The customer experienced a "mild blackout" and his wife monitored his glucose. The customer self-treated with juice provided by his wife and went to bed. Upon waking up, the customer felt "fuzzy" and self-presented to a healthcare provider who obtained an unspecified glucose reading. The customer was given oral glucose and metformin. There was no report of death or permanent injury associated with this event.